Event description:
It was reported that thrombus occurred. A 2.75x38mm and 2.75x16mm synergy xd balloon expandable stents were implanted in the proximal mid left anterior descending (lad) artery. The stents were posy dilated with a nc emerge 3.0x15mm balloon catheter. The patient was given up to (B)(4) units of heparin during the initial implant procedure but could not achieve and act over (B)(4). The stent implants went well. After 1 hour in the post procedural recovery area, the patient began to have severe chest pain and show st elevations in the EKG. The patient was returned immediately to the cath lab procedure room and was found to have occluded lad artery with thrombus. An additional (B)(4) units of heparin was administered, and the patient act was drawn and was found to be therapeutic at (B)(4). A larger post-dilatation balloon of 4.0x12 mm and expanded the stents once more. Timi iii flow was achieved, and the chest pain and EKG changes were resolved. The patient was then placed on aggrastat for a few hours and was transferred to another hospital where the patient was observed for 48 hours, and patient was discharged. The patient is expected to make a full recovery with no lasting damage from this incident.

Event description:
It was reported that thrombus occurred. A 2.75x38mm and 2.75x16mm synergy xd balloon expandable stents were implanted in the proximal mid left anterior descending (lad) artery. The stents were post dilated with a nc emerge 3.0x15mm balloon catheter. The patient was given up to 14,000 units of heparin during the initial implant procedure but could not achieve and act over 250. The stent implants went well. After 1 hour in the post procedural recovery area, the patient began to have severe chest pain and show st elevations in the EKG. The patient was returned immediately to the cath lab procedure room and was found to have occluded lad artery with thrombus. An additional 10,000 units of heparin was administered, and the patient act was drawn and was found to be therapeutic at 408. A larger post-dilatation balloon of 4.0x12 mm and expanded the stents once more. Timi iii flow was achieved, and the chest pain and EKG changes were resolved. The patient was then placed on aggrastat for a few hours and was transferred to another hospital where the patient was observed for 48 hours, and patient was discharged. The patient is expected to make a full recovery with no lasting damage from this incident. It was further reported that the lesion was 80% stenosed with mild calcium and not tortuous.